Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette¿s syndrome.

Event description:
The healthcare professional (hcp) reported the patient experienced a secondary infection from the implanted material on (B)(6) 2009. It was noted the patient was part of a study of the treatment of tourette's syndrome through high-frequency bilateral stimulation of the anterior part of the globus pallidus internus (gpi) and was a member of the stimulation on group.